Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company rep reporting that the hospital refused to ship the device and catheter was abandoned in patient. It was also reported that the cause of the inability to aspirate was not determined. The new catheter implanted and was aspirating well. It was also reported that the hcp decided to replace pump in case there was something wrong with it.

Manufacturer narrative:
Continuation of d10: product ID: 8781; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2023; product type: catheter; product ID: 8782; lot# serial#: (B)(6); implanted: on (B)(6) 2019; explanted: on (B)(6) 2023; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 30-jan-2021, UDI#: (B)(4); product ID: 8782, serial/lot#: (B)(6), ubd: 28-mar-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 6 mg/day via an implantable pump for chronic pain. It was reported that the hcp attempted to perform a catheter dye study about a month ago and was unable to aspirate the catheter. The hcp decided to replace the pump and catheter system to resolve the issue. It was further reported that the hcp transferred drug from the old pump into the new pump and that the expected reservoir volume was 13.3 ml and the actual volume was 13.0 ml. It was unknown if any environmental / external/patient factors had led or contributed to the issue and if any diagnostics / troubleshooting was performed. The patient stated that she did not know why the pump was being replaced. The issue was resolved at the time of the report and the patient's medical history included chronic pain.